Manufacturer narrative:
Medical devices: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type lead.

Event description:
Information was received from a patient. It was reported that when they last went in for botox injections, their physician pierced the leads that go into their brain. The patient was redirected to their healthcare provider (hcp) to check on the device. It was noted that the issue occurred three months prior to the date of this report. No patient symptoms were reported and there were no complications. Indications for use are non-malignant pain and cervical/neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient needed a manufacturer representative because it was an emergency. The patient had an appointment today and a rep was supposed to be there, but didn't show up.